Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. Using a radial access, the 2.25x20mm target lesion was located in the ramus artery which was neither calcified or tortuous. Predilation was performed with a 2.0x20mm non bsc balloon inflated to 12 atm's for 20 seconds. A 2.25x24mm ion stent was advanced to treat the target lesion, requiring excessive force at the lesion but was not able to cross the lesion. The device entered the patient's body twice and it was noted that the guide support was not ideal. When pulling the stent back into the guide catheter in the left main artery, the stent was stripped from the balloon and dislodged. The stent was snared from the left main artery but slipped at the elbow and then embolized into the ulnar artery. Once in the ulnar artery, it took time to snare the stent and bring it around for removal in the radial artery. The procedure was aborted with an attempt the next day to place a 2.0x15mm non bsc stent, but it was not able to cross the lesion. The patient was discharged 2 days post the original procedure. No further patient complications were reported and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. Using a radial access, the 2.25x20mm target lesion was located in the ramus artery which was neither calcified or tortuous. Predilation was performed with a 2.0x20mm non bsc balloon inflated to 12 atm's for 20 seconds. A 2.25x24mm ion stent was advanced to treat the target lesion, requiring excessive force at the lesion, but was not able to cross the lesion. The device entered the patient's body twice and it was noted that the guide support was not ideal. When pulling the stent back into the guide catheter in the left main artery, the stent was stripped from the balloon and dislodged. The stent was snared from the left main artery, but slipped at the elbow and then embolized into the ulnar artery. Once in the ulnar artery, it took time to snare the stent and bring it around for removal in the radial artery. The procedure was aborted with an attempt the next day to place a 2.0x15mm non bsc stent, but it was not able to cross the lesion. The patient was discharged 2 days post the original procedure. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Additional information: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: the (B)(4) stent delivery system (sds) was received with no original packaging or other devices. The stent was not present on the sds. There were stent strut impressions on the surface of the tightly folded balloon. The stent impressions were centered between the markerbands. There was no damage to the sds. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).